Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly and subsequently shut off. There was no reported impact to the customer's blood glucose level. Troubleshooting for this event could not be completed with tandem technical support, as additional information regarding this event was not provided.